Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: the investigation could not be performed because customer did not request siemens service activities. Therefore, a root cause cannot be determined. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: catheter images are not displayed. Exam; ablation. The p500 failed, so we used a different system.